Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant(s) at tooth site(s) # 4 failed due to infection at the implant site. The implant was removed. Patient presents to office for observation with visual fistula, therefore the implant need to be removed, site was grafted prior to placement. Surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: yes, to replace implant. Symptoms as a result of the event: infection and pain.